Manufacturer narrative:
This report is associated with a svs/vqi registry. Exact date of event is unknown. Exact date of implant is unknown. (B)(4).

Event description:
On an unknown date in 2014, a valiant captivia stent graft system was implanted in a patient for the treatment of a thoracic aortic dissection. The following device malfunctions were observed: device deformation and insufficient device patency. No further information is available for this event.